Event description:
It was reported that a patient experienced hypoglycemia with a blood glucose of 59 mg/dl and announced a meal while already low; the patient was unsure of the precipitating cause, and troubleshooting and education were completed, including guidance on treating lows with fast-acting carbohydrates. Symptoms included shakiness, sweating, or confusion consistent with hypoglycemia. Outcomes included temporary limitation in activities without lasting impairment. Investigation included review of available device reports and user-provided history. Investigation of this case revealed no confirmed device malfunction and no component failure, with the event consistent with user operation during a low state. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.